Manufacturer narrative:
The reported events of device dislodgment and low impedance could not be confirmed. Visual inspection found no anomaly on the helix; the helix length was within specification. Analysis performed, including impedance measurements, found no anomaly contributing to reported event of an impedance problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an initial implant procedure, decreased pacing impedance was observed on the leadless pacemaker (lp) after fixation. The lp then dislodged during the capture threshold test. It was redocked to the delivery catheter and another reposition attempt was performed. At this time, contrast revealed a perforation that resulted in an effusion and tamponade. Surgery was performed to repair the perforation, and the implant procedure was abandoned.